Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. A batch record review indicates no discrepancies. The complaint has been evaluated, no additional information is required and the complaint can be closed. This issue will be monitored through the post market product monitoring process. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on: august 2, 2016. (B)(4).

Event description:
It was reported by the nurse that after eight (8) days of use the patient presented an allergic reaction (rash and itchiness) all over the body while using of aquacel ag in a "pressure damage." Patient was treated with anti-allergic drugs (names not specified) and the device was discontinued.